Event description:
It was reported that the glenoid head inserter threads broke off inside the implant, when the surgeon was putting the implant on the rsp baseplate. The surgeon could not get the screw in the head and decided to leave the head implanted without the screw.